Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician had advanced a bmw guide wire into the diagonal branch and an atw marker wire into the lad. The lesion in the mid-lad had not been predilated. The physician deployed the taxus express2 3.0 x 16 mm drug eluting stent at 12 atms for 35 seconds in the mid-lad. He then removed the stent delivery device, repositioned the guide wire in the diagonal through the taxus stent strut and postdilated with a quantum balloon. Following administration of intracoronary verapamil and nitroglycerin, the physician reinserted the taxus express2 delivery device through the deployed taxus stent strut into the diagonal branch to perform angioplasty of that vessel. He inflated the balloon 3 times to 14-16 atms for 25 seconds each time. The physician had difficulty deflating the balloon, but was able to do so by pulling negative several times. It is uncertain exactly when the physician encountered the deflation difficulty and how long the balloon remained inflated. The balloon was in the artery for approximately 5 minutes; the time between the first inflation and when balloon was removed was 2 minutes. The physician advanced a maverick 1.5 x 15 mm balloon and a quantum 3.5 x 8 mm balloon in a kissing balloon technique to postdilate the mid-lad and diagonal branch. The pt did not have any reported symptoms during this event and is reported to be "fine." No complications or injuries were reported.